Event description:
Reported via patient call center: it was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 27 mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient reported to the watchman patient call center that a 5.4 mm leak was noted around and through the center of the closure device. The patient was requesting a referral to a different cardiologist who could repair the leak.

Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not provided.